Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was increased and high impedance on the right ventricular (rv) lead. It was noted there was fracture on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the fidelis proximal ring green in trifurcation. The analyst noted that no conductor fracture was found on the proximal portion returned /received. But visual inspection of the fidelis proximal ring has shown green in trifurcation. If information is provided in the future, a supplemental report will be issued.